Event description:
In 2009, the pt called for assistance with reviewing her basal rates due to elevated blood glucose. She stated that she had a sinus infection and has been taking antibiotics since about 5 days. She stated that she completed the antibiotics in a day prior to call, and she expected her blood glucose to decrease, but it remained elevated to 400-500 mg/dl. Her normal blood glucose range is 150-250 mg/dl. Troubleshooting did not reveal any product issues. Upon f/u at about 2 weeks later, the pt stated that she began changing her infusion site every 2 days and last night before bed her blood glucose was 101 mg/dl and this morning it measured 189 mg/dl. She stated that she is very "brittle" and if she does not eat past 8:00-8:30 pm she has good readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.